Event description:
The pt reportedly developed an infection at implant site. Advanced bionics is in the process of gathering more information; once more information is available, a supplemental report will be submitted.